Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump monitored for a day. Pump received with normal operating current. The stop (idle) current and run current measurement tests are within specification. Pump passed displacement test and self test. Pump passed off no power test. No low battery alarm during testing. Pump history download using thds was successful. However, there is no data available on ( (B)(6) 2018), unable to perform data analysis for failed battery alarm complaint. The following were noted during visual inspection: cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. No charge/battery anomalies noted. No unexpected low battery alarm anomalies noted. Low battery alarm not confirmed. Select patient information cannot be provided due to regional privacy regulations. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had a low battery alert. The customer reported no adverse event. The event involved in the product was mmt-712ews. Troubleshooting was not performed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.